Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2015 her blood glucose reached 345 mg/dl, and went the ER and was admitted for 36 hours and treated for dka with insulin drip and fluids. Customer insulin history is as follows: (B)(6). The pod was deactivated adn the cannula appeared to be flat.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.